Manufacturer narrative:
Analysis of the adapter (serial no. (B)(4)) found no significant anomaly; the adapter body outer insulation was cut. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 64001, serial# (B)(4), implanted: (B)(6) 2018, explanted: product type adapter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 64001, serial# (B)(4), explanted: (B)(6) 2018, ubd: 07-aug-2021, product type adapter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient's implanted adapter was exposed. The reason for exposure had not been diagnosed. The adapter was replaced. The patient was in good condition. No patient symptoms or further complications were reported as a result of this event.